Manufacturer narrative:
The complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2019 that a wallflex biliary rx fully covered rmv stent was implanted to treat a malignant stricture in the bile duct during a stent placement procedure performed on an unknown date. According to the complainant, on (B)(6) 2019, the patient presented with elevated bilirubin. An endoscopic retrograde cholangiopancreatography (ercp) with stent exchange procedure was performed and confirmed tumor overgrowth and re-obstruction was noted. The physician attempted to remove the stent with forceps; however, the stent wire unravelled making it difficult to remove the stent. Reportedly, the stent was removed in one piece and a different stent was placed to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: a photo of the complaint device was received, and the stent appears damaged with some broken wires.